Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qamqla, exp. Date: 12/31/2021; mfg. Date: 1/30/2020. A manufacturing record evaluation was performed for the finished device possible lot number qamqla, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify how many sutures were detached from the needle during the procedure? The sales rep reported 3 devices. Was the needle removed from the patient during the same procedure? No further information is available. Was there any patient consequence or injury? There were no adverse consequences to the patient. What is the condition of the patient? No further information is available. Procedure name? No further information is available. Lot number? Possible lot number is qamqla. Note: events reported via mw #2210968-2020-06236 and 2210968-2020-06237.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and barbed suture was used. During the surgery, the suture was detached from the needle during continuous suturing. This was not control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The following additional information was received: the issues with 3 devices occurred in different procedures. The other procedures were captured in mw #2210968-2020-06344 and mw# 2210968-2020-06347. Patient event reported via mw #2210968-2020-06235. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.